Event description:
During the lap ovarian cystectomy procedure, the active blade of the shear broke. X-rays were taken to ensure the broken blade was not internal. The tip was eventually found on the floor. Extended o.r. Time ~45 minutes to complete x-rays and find the tip of the instrument that had broken off. There were no pt consequences.